Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -1.00/4.0/179 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed. Cause is reported as "user error." Reportedly, "awaiting advice from medical affers".

Manufacturer narrative:
Patient weight, ethnicity, and race: unk. Patient related factor (B)(4).

Manufacturer narrative:
Corrected data: b1- "adverse event" should be corrected to "product problem". H6- medical device problem code- remove code: 2682. B5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -1.00/+4.00/179 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2022. The patient experienced a refractive surprise. The lens remains implanted. The problem was not resolved. Reportedly "awaiting advice from medical affairs" and "an 10º error was made when putting the subjective refraction in ocos." The reporter indicated the cause of the event was user error and its unknown if the device failed to perform as intended. Claim# (B)(4).